Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a dim display. The customer inquired about the parts that needed to be replaced, and the rse provided the customer with the part number for replacement. The investigation is ongoing.

Manufacturer narrative:
An additional follow up was performed with the customer, and it was reported that the user interface (ui) assembly was replaced, and the issue was resolved.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 16dec2024, 27dec2024, and 03jan2025 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.